Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with far p-wave over-sensing. It was also noted that the r-wave amplitude was variable, and the threshold had increased. An x-ray was performed, and it was noted that the lead dislodged. The lead was revised on (B)(6) 2019. The patient was in good condition before, during and after the procedure.